Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction, and the product was not returned. A review of the lot history record of the reported lot could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, unexpected medical intervention appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a right coronary artery (rca) with no calcification or tortuosity. A 2.5x12mm trek balloon dilatation catheter was advanced, inflated, deflated without issue; however, once removed a dissection was observed in the distal rca where the balloon had been. Two unspecified xience stents were used to cover the dissection using an overlapping method as two different diameter sizes were needed due to the natural taper of the vessel. It was noted in the ostial rca another dissection had occurred; however, it was noted an unspecified guidewire caused the dissection. Therefore, another unspecified xience stent was used to treat the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.